Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue the lens. Visual inspection found no visible damage and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -14.5/+1.5/090 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was replaced with a shorter lens during the same surgery and the problem was resolved. Cause of the event was unknown.